Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service check, reviewed the error log and ran water test. The cse did not find any instrument malfunction. The cse then ran quality controls and performed precision testing on the patient sample, which were acceptable. A siemens customer care center specialist followed-up with the customer. The customer stated that they have instituted the procedure to spin down the sample tubes at 3000 rotation per minute for 5mins as a way to proactively eliminate any additional pre-analytical issues. A siemens technical operations specialist and regional support center specialist were unable to reproduce the customer's observation. The cause of the discordant, falsely elevated igfbp-3 results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated insulin-like growth factor binding proteins (igfbp-3) results were obtained on two patient samples on an immulite 2000 instrument. The customer runs all patient samples in duplicate. Both replicates of the initial run were falsely elevated for both patient samples. The initial results were not reported to the physician(s). The samples were repeated twice in duplicate on the same instrument, resulting lower. One of the replicates of the second repeat run was reported to the physician(s) for each patient sample. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated igfbp-3 results.